Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 23-sep-2021.the device evaluation was completed on 29-sep-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Before the procedure, while the product was being primed, misalignment of the valve was observed by visual inspection. No dilator insertion and assembly were impossible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis revealed that the sheath was found in normal conditions. No anomalies were observed on the hemostatic valve. Per the event, functional pressure gage was performed. No issues were observed. No leakage issues were found. No malfunctions were observed during the product analysis. A device history record (DHR) was performed for the finished device 00001630 number, and no internal actions related to the complaint was found during the review. Based on the DHR, h4. Device manufacture date has been updated. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ no malfunction product was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Before the procedure, while the product was being primed, misalignment of the valve was observed by visual inspection. No dilator insertion and assembly were impossible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence.